Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed via the naked eye and microscope. A punctured cassette sheeting was noted. A leak test was performed with a leak noted from the puncture in the sheeting. A clear passage test, and device-device interaction test were also performed. The reported problem was identified during evaluation but the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a cassette with puncture holes during peritoneal dialysis therapy. The patient would start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.